Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus europa se & co. Kg (oekg). Omsc reviewed the device history record (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the following information, there was the possibility that this phenomenon was attributed to the part of the gauze got into the instrument channel during reprocessing after the procedure. The gauze was clogged in the instrument channel of the subject device was informed. Omsc surmised that there was no gauze inside the subject device during the procedure because there was no clinical impact. The user has to wipe the endoscope with clean gauze according to the manual. Olympus stated the appropriate handling of cf-q260dl and the counter measures against abnormalities in the instruction manual of cf-q260dl.

Manufacturer narrative:
The subject device has not been returned to omsc for evaluation but was returned to olympus (B)(4). (B)(4) checked the subject device and found that the reported phenomenon was duplicated. The gauze was clogged in the instrument channel at the proximal end. (B)(4) surmised that this phenomenon was attributed to the user handling. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the reprocessing, it was found that a gauze was clogged in the instrument channel of the subject device. There was no report of patient injury associated with the event.